Event description:
The customer reported being hospitalized for high blood glucose of 940mg/dl. Troubleshooting was performed. Reviewed programming, basals, time, bolus history, and daily totals. Advised the customer to discontinue use of the insulin pump and to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. Further testing was not performed due to the prime anomaly.